Manufacturer narrative:
Citation: atkins et al. Evolut explant, y annuloplasty, and surgical aortic valve replacement: tips and tricks. J thorac cardiovasc surg. 2024 jan 8:s0022-5223(24)00005-9. Doi: 10.1016/j.jtcvs.2024.01.001. Online ahead of print. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding surgical technique for explant of transcatheter bioprosthetic valve, y annuloplasty, and surgical aortic valve replacement.  One highlighted case involved a medtronic 29-mm evolut valve in which the patient developed late right coronary ischemia from scarring.  At approximately eight months post-implant the valve was explanted.  No further details were provided pertaining to this patient case as the authors focused on general techniques for transcatheter bioprosthetic valves explant.  No further information was provided pertaining to medtronic product.